Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device retained at the hospital.

Event description:
It was reported that during a procedure, the device was being fired across the right hepatic vein and on the patient side, the staples opened. The amount of blood loss is unknown. The patient was already receiving a blood transfusion per surgeon's orders. A clamp and suture were used to complete the procedure. No adverse consequences reported. The account will not release the device.